Manufacturer narrative:
The device was received not deployed. The download data showed that an 0x41 alarm had been generated during second prime. This alarm prevented the pod from completing the activation process. Rotational abnormalities were noted in the download data; these contributed to the 0x41 alarm. During investigation, the pod was successfully paired to a pdm, and completed priming and a 5u bolus. Rotational abnormalities were noted in the rerun data. The exact cause of this rotational sensor malfunction could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while a patient had been wearing a pod for less than an hour the pod had a hazard alarm and it was discovered that the cannula had not deployed upon initial activation.